Event description:
It was reported that the patient presented for activation of their inflatable penile prosthesis (ipp) approximately six weeks after implant. During the appointment the physician and patient were unable to engage the pump and inflate the device. Suggestions were provided by the boston scientific patient liaison including device "reboot" and discussion of anti-stiction techniques. The patient later reported to the patient liaison that additional attempts to activate their ipp were unsuccessful. Suspecting a device issue, the physician requested the patient return for further review and potential surgical revision at a later time. No further information has been received to date. A supplemental report will be filed should additional information received, or the device returned for analysis.